Manufacturer narrative:
Citation: cho yh et al. Serial changes of hemodynamic performance with medtronic hall valve in aortic position. Ann thorac surg. 2011 feb;91(2):424-31. Doi: 10.1016/j.athoracsur.2010.10.039. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the long-term hemodynamic performance after the implant of a medtronic mechanical aortic valve. All data were collected from a single center between august 1997 and january 2004. The study population included 117 patients, 55 of which were implanted with an aortic valve and 62 which were implanted with both an aortic valve and a mitral valve. Serial numbers were not provided. The study population was predominantly female; mean age 51.2 ± 10.4 years. Among all patients, late mortality was reported in fifteen patients. Causes of death were reported to be aortic valve obstruction or regurgitation, cerebral infarction, septic shock related to prosthetic valve endocarditis, pneumonia and unexplained sudden death. Based on the available information, these events may have been attributed to a medtronic product.